Event description:
"Pt undergoing proctocolectomy with loop ileostomy with a combined laparoscopic open approach for familial adenomatous polypouson in 2005. The pt's rectum was removed. A ta stapler was used to staple across the lower portion of the rectum, right at the anal verge. When the stapler was released, co found the staples had incompletely fired. A couple of staples were malformed, the rest of the anal suture line was completely open. As a result, the anus had to be hand stitched. The hand stitching increases the risk of anal sphincter muscle damage."